Event description:
It was reported that the customer experienced high blood glucose readings. The customer's legs were cramping from dehydration and they were very nauseous. The customer treated with manual injection and at the time of the call the customer's blood glucose as 192 mg/dl. The drive support cap of the insulin pump was recessed. Air bubbles were found in the tubing of the infusion set. Partial troubleshooting was performed and everything passed. Only high pressure test was not performed because the customer did not have the necessary tools. The customer removed the infusion set from the body and the cannula was not bent or occluded. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.